Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 1.2.0 h3) the software team investigated the software for the boot up failure issue. The investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. B01, c10, d02 the software team investigated the software for the database corruption issue and found insufficient information to determine the cause. B01, c19, d15 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field and the system would not boot to the login screen. Instead it booted to the gnu grub menu. The ssd was replaced and the system was configured and tested. The failure was resolved and the system was working as intended. Logs were pulled from the ssd however analysis has not been completed at this time. Concomitant medical products: product ID: 9735999, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system would not boot up past the splash screen and a blinking cursor. Rebooting several times did not resolve the issue. This was reported outside of a procedure. There was no patient involved. It was reported that the cause was suspected to be a solid state drive (ssd) failure. The issue was resolved by replacing the ssd.